Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error of 38. The customer reported damage (physical or cosmetic). The customer reported a frozen screen, a keypad that was unresponsive or a button error alarm. Troubleshooting was performed and it was found that the customer reported receiving a pump error. The customer was not able to clear the error. The customer reported a frozen display screen with no response from button presses. Time clock advanced. Pump alarms occurred prior to or during the frozen display. The error table indicated the pump should be replaced. The customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
Pump error 38 occurred during testing. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed rewind test due to pump error 38. Successfully downloaded history files and traces using thump. Pump error 38 was found in the history files or traces on the event date from nov 20, 2023 22:58:08 to nov 20, 2023 23:20:37. All buttons function properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, and harness vibrator assembly. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cover and cracked case (battery tube). Pump error 38 confirmed due to moisture damage. The pump did not pass the full drive test. Frozen screen not confirmed. Keypad/button unresponsive/button error not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.